Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ¿the first lead went off¿ and the implant had to be replaced due to issues. No further complications were reported/anticipated.